Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Concomitant product: PICC line, therapy date (B)(6) 2015. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states "blue carefusion smartsite adapter with an orange swabcap passive disinfectant cap attached noted to be cloudy rather than clear blue and appeared to have fluid surrounding the blue accordion. Normally no fluid observed around the blue accordion adapter. The responsible healthcare team member was notified. After discussion, passive disinfectant caps removed from the nicu. Central line insertion site was median antycubital-right. The carefusion smartsite adapters in the IV infusion sets that had an orange swabcap passive disinfectant cap attached noted to be cloudy rather than clear blue, and appeared to have fluid surrounding the blue accordion. Normally no fluid observed around the clear blue adapter. Noted in multiple sets with varying degrees of cloudiness."

Manufacturer narrative:
(B)(4)